Event description:
The hosp physician's assistant "p.a." Reported to a maquet territory sales mgr in passing conversation that during many endoscopic vein harvesting procedures within the last 6 to 7 weeks, approximately 15 short port btt black inflation valves have dislodged (popped out). As a result, the balloons would not remain inflated. The p.a. Is using a luer lock rubber cap on the same devices to keep the balloons inflated and complete the procedures. The hosp did not report any pt complications. Since it is unk how many cases, dates of the cases, and how many failures occurred during each case, all 15 will be tracked in this one incident. This report is for the 14th device.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).